Event description:
It was reported that device broke during impaction. It is unknown how the procedure concluded or if any piece was left inside the patient. No injury and no delay has been reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the ¿guide of the protective cover is broken off during impaction.¿ responses to requests for documentation/information have not been received at the time of this assessment. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events and it remains unknown if there is a retained foreign body. The patient impact beyond a possible modified surgical procedure and possible retained foreign body could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A visual inspection confirmed a piece is broken off the journey dcf ap fem cut blk 6 and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.